Manufacturer narrative:
Eval summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported an unexpected outcome following an intraocular lens (iol) implant procedure. The intended target was missed by two diopters. Add'l info has been requested.